Event description:
It was reported that the 9800 system had a collimator iris error at boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable, x-ray tube connector, and external interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service.